Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020. Block d7: explanted date: (B)(6) 2020.

Event description:
It was reported that the patient underwent an ipg explant procedure due to device not providing pain relief and would not charge. Explanted device will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Explanted date: (B)(6) 2020.

Event description:
It was reported that the patient underwent an ipg explant procedure due to device not providing pain relief and would not charge. Explanted device will not be returned.